Event description:
It was reported that a patient presented in-clinic for a system explant procedure. Prior examination of the patient's right ventricular (rv) lead were found to have exhibited unspecified t-wave over-sensing and myopotentials over-sensing. The rv lead was explanted and replaced on (B)(6) 2022. The remainder of the system was explanted electively with no indication of malfunction. The patient was stable throughout.

Manufacturer narrative:
The reported events were t-wave over-sensing, myopotentials over-sensing and dislodgement. As received, a partial lead was returned in two pieces. Visual inspection found all four tines were intact. The reported event of t-wave over-sensing was confirmed. Electrical testing found internal shorting. Dissection of the lead found internal abrasion from 24.0 ¿ 24.4 cm from distal breaching between ring electrode tip and inner coil lumens were abraded at 18.0 cm from distal tip, exposing the inner coil proximal to the right ventricular shock coil with the etfe coating of both re cables was also abraded. Procedural damage to the lead body insulation at 14.5, 20.0 and 31.5 cm from distal tip. The cause of t-wave over-sensing was due to exposure of inner coil and ring electrode cable at the abrasion zone.

Event description:
New information received notes that the right ventricular lead exhibited dislodgement.

Manufacturer narrative:
Additional information: h6: field should reflect new information of lead dislodgement.